Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain at the ipg site. The pain occurs with stimulation turned on or off. The patient states she has also lost weight. Consequently, the patient may undergo surgical intervention to address the issue.

Event description:
Follow-up information revealed the patient's ipg was also protruding which made the site tender. The patient underwent surgical intervention on (B)(6) 2017, wherein the ipg was explanted.